Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient has recovered and no further episodes have been reported. The device is not available for analysis. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient was hospitalized due to extrusion of the internal magnet and subsequent skin flap infection.the patient underwent a skin flap revision surgery (date not reported) and a new internal magnet was placed during the same surgery.